Manufacturer narrative:
Patient demographics unable to be obtained. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. The controls to defect the failure mode being evaluated are established in the manufacturing process. As part of the manufacturing process, the manufactured units go through a balloon inflation process.

Manufacturer narrative:
The specific occurrence date could not be obtained. The event occurred on june 2024 but the day was unknown. One swan-ganz catheter was received by our product evaluation laboratory for a full examination. As received, the balloon was found to be ruptured next to distal end and the balloon edges appeared not to match at the ruptured region. On the other hand, through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body. The reported event was confirmed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after inserting this swan-ganz catheter, while inflating, the doctor felt a drop of air and the balloon was torn. The catheter was removed from the patient's body. The balloon had been inflated with the dedicated syringe that comes in the kit and prior to insertion, the doctor had tested the balloon in a tub of water and the balloon was normal. There was no allegation of patient injury. The device was available for evaluation. As per evaluation results, the balloon was found to be ruptured next to distal end. The balloon edges appeared not to match up at the ruptured region.